Manufacturer narrative:
It was reported that the controller ac adapter intermittently did not deliver power, and that a loss of power could be produced when moving the cable. The controller ac adapter, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapter revealed that device passed visual inspection and functional testing at the lab. Log file analysis revealed that the controller, (B)(4), in use during the reported event date contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed a momentary disconnection involving a controller ac adapter; this observation is could be related to the reported "ac adapter intermittently did not deliver power". Additionally, a controller power up was recorded on (B)(6) 2017; however, the controller ac adapter was not involved in this loss of power. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and the ac adapter; however, the cac adapter in question performed as intended during evaluation. CAPA (B)(4) is investigating momentary disconnections.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The IFU cautions users to not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac adapter did not deliver power to the controller. It was observed that moving the cable between the controller and adapter would result in loss of power. The controller ac adapter was exchanged. No patient complications have been reported as a result of this event.